Manufacturer narrative:
Device evaluation of monitor sn (B)(6) has been completed. The reported problem (unable to communicate with electrode belt) has been confirmed. Upon investigation the monitor's electrode belt receptacle was broken free from the monitor enclosure, damaging wires in the connector. The damage to the connector prevented the monitor from communicating with an electrode belt. The root cause for the broken connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to communicate with an electrode belt.